Event description:
It was reported via repair work order that bed was stuck in an elevated position due to the cherry switch being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.